Event description:
It was reported that the patient experienced increasing pain in her legs immediately following the implant procedure. Imaging was not clear if the implant was placed ventral to the lamina; however, the physician assessed that the implant was not in an optimal position. The patient underwent an explant procedure to removed the device and felt better post-operatively.